Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called alleging that, the meter had intermittent power. The pt also reported blood glucose results of 108 mg/dl with a lifescan meter and 403 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests, there was no intervention that would be expected to change the blood glucose. Based on the information provided, this case is being reported as a malfunction due to intermittent power on the meter.